Event description:
Reported via hospital biomed and customer medwatch that nurse hung 250 ml bag with 64 mg unknown vasopressor at 0700, to infuse at 1.9 ml/hr. At 1330 nurse found that approximately 150 ml had infused. No patient harm reported. Functional testing showed device infusing outside of specifications. Cause of overinfusion on channel a found to be a disconnected clamp arm on right side of mechanism. It is unknown how or when the disconnection occured. Visual inspection of device on arrival showed qc seal broken, which indicates device had been opened by someone other than cardinal health.

Manufacturer narrative:
Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.